Manufacturer narrative:
(B)(4). The device history review for the product weck vistaoptical port 5-10-12x100mm ridge lot #73h1700757 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during total laparoscopic hysterectomy the grip seal fell in the patient when the user inserted interceed of ethicon in the patient through the 12 mm trocar. The grip seal was removed from the patient and no health injury occurred. After the procedure, the user checked the device but could not find any crack or damage on the device.

Event description:
It was reported that during total laparoscopic hysterectomy the grip seal fell in the patient when the user inserted interceed of ethicon in the patient through the 12 mm trocar. The grip seal was removed from the patient and no health injury occurred. After the procedure, the user checked the device but could not find any crack or damage on the device.

Manufacturer narrative:
(B)(4). The customer returned one unit 405912r weckvista optical port 5-10-12x100mm ridge for investigation. The returned sample was visually examined with and without magnification. Visual examination of the actual sample revealed that the device appears used as there is biological material present on the device. There was a small piece of material that was loose inside the laparoscope guide. However, no damages were observed to the device to suggest that the piece came from the device itself. It could not be determined where the piece of material came from. Reference file: (B)(4) for investigation photos. A corrective action was not required at this time as no damage to the device was observed. The loose piece in the laparoscope guide does not appear to have come from the device. It could not be determined where the piece of material came from.